Event description:
The reporter got an er1 message when he first started using the meter one yr ago. He typically turned it off and tested again, getting a result between 140-180 mg/dl without any symptoms. During a routine dr's visit, he mentioned it to his dr. The dr tested the reporter's blood and the meter worked fine. There was no allegation of harm.